Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 was hard to close and had resistance to closure. A field service engineer replaced the latch block and latch sensor, and also replaced the solenoid spring, which was found to be split in half. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.2 was difficult to close, as resistance was encountered during closure suggesting an internal obstruction.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.